Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, this is a duplicate complaint, making it non-reportable to the FDA.  As a result, no follow up emdr is necessary.  Please cancel in your database.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) event site city: (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) display was not working. There was no adverse event or harm reported.